Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging too often. The patient reported that they have to recharge twice a day. The patient has not recently switched programs or groups, and has not had a need to increase parameters. The patient was forwarded to their healthcare provider (hcp) to schedule a device check. This issue began a week to a week and a half ago. No further complications were reported or anticipated. No symptoms were reported.